Manufacturer narrative:
After the customer did a cold restart to resolve the issue, the customer also ordered a new part through the (nemo) process. The device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
It was reported that the loudspeaker was without function. It is unknown if the device was in use at time of event and no report of adverse event was reported.